Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The moderately calcified target lesion was located at the left circumflex lesion. A 10 x 2.75 flextome¿ cutting balloon¿ was selected and advanced for dilatation. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.